Event description:
The customer called for help with his new contour meter. While troubleshooting, he performed control tests and received a result of 21 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The remaining test strips ate to be returned for eval. Replacement test strips were sent to the customer.